Event description:
Customer contacted ameda, inc., by mail on (B)(6) 2015 to report the purely yours breast pump she uses began leaking an oily fluid on (B)(6) 2015 while pumping with batteries. Customer removed the batteries from the battery compartment, put in 6 new aa batteries and continued to use the breast pump. Customer had no contact with the leaking fluid. No injury or burn occurred.

Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specs. Dark grey substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Add'l testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.